Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 (mg/dl) during the summer. Emergency medical services (ems) was called to the customer's home. The customer received glucagon intravenously to address low bg level. The customer stated the cause of the low bg was the pump settings. Reportedly, the customer's healthcare provider has adjusted the customer's pump settings to address the low bg levels. The customer stated their bg levels have been "good" following the adjustment.